Manufacturer narrative:
The biosense webster inc.(bwi) product analysis lab received the device for evaluation on 07-sep-2023. The device evaluation was completed on 14-sep-2023. It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. After opening the vizigo¿, during inguinal puncture, the black tip was found to be peeling off while puncturing the patient. The black tip was found to have peeled off. The damage did not result in wires being exposed. It did not result in any lifted or sharp rings. The product was a vizigo¿ sheath, and the issue was found before catheters were used. The issue was resolved by replacing the vizigo¿ to a new one. The procedure was completed without patient consequence. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. A visual inspection and evaluation of the returned device was performed following bwi procedures. Visual analysis revealed that no broken condition was observed in the tip area; however, during the analysis, the soft tip was found bumped. No other issues were observed. Device history record was performed for the finished device 60000141 number, and no internal action related to the reported complaint condition were identified. Additionally, the manufactured date has been provided. Therefore, field h4. Device manufacture date has been populated. The failure observed in the soft tip could be related to the issue reported by the customer; therefore, the customer complaint was confirmed. The damage on the tip could be related to a potential skin incision size relative to the sheath. It should be noted that product failure is multifactorial. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi¿s quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: pc-001405065

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. After opening the vizigo¿, during inguinal puncture, the black tip was found to be peeling off while puncturing the patient. The black tip was found to have peeled off. The damage did not result in wires being exposed. It did not result in any lifted or sharp rings. The product was a vizigo¿ sheath, and the issue was found before catheters were used. The issue was resolved by replacing the vizigo¿ to a new one. The procedure was completed without patient consequence.

Manufacturer narrative:
E1. Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).